Manufacturer narrative:
(Revised suspect set to 2420-0007) the customer¿s report of a back-check valve failure was not confirmed. No particulates were noted on the diaphragm membrane or solvent on the check valve component with no damages to the interior of the check valve or to the diaphragm. The primary set and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed resulting in no air bubbles or fluid observed going past the check valve or into the primary bag. The root cause of this failure was not identified.

Event description:
It was reported that a back-check valve failure occurred on the primary set during a secondary infusion of piperacillin/tazobactam. The event occurred on the surgical care unit. It was confirmed during follow-up that there was no patient harm as a result of this event. Received a copy of the customer's cmdsnet program report from health canada, which states, "clinical instructor was preparing a secondary IV medication (pip-tazo) with a student. After preparation the tubing was inserted into the alaris pump and the primary infusion was started. The secondary infusion was then programmed and the infusion start button was initiated. The secondary tubing clamp was opened and medication from the secondary bag began back-flushing into the normal saline bag that was being used for the primary infusion. Staff on the unit attempted to problem solve the issue but it appeared to be either pump or tubing related."

Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a check valve failure occurred on the primary set during a secondary infusion of piperacillin/tazobactam. No patient harm was reported. The event occurred on the surgical care unit. Received a copy of the customer's cmdsnet program report from health canada, which states, "clinical instructor was preparing a secondary IV medication (pip-tazo) with a student. After preparation the tubing was inserted into the alaris pump and the primary infusion was started. The secondary infusion was then programmed and the infusion start button was initiated. The secondary tubing clamp was opened and medication from the secondary bag began back-flushing into the normal saline bag that was being used for the primary infusion. Staff on the unit attempted to problem solve the issue but it appeared to be either pump or tubing related."